Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10. A getinge fst had arrived on the site in order to investigate the reported error. Actually, the fst had confirmed that the fiber optic module was bad and it needed to be replaced. Fst had also further provided a quote in order to replace the fo module and to complete the repair. Actually, fst will order the part and to return when he has a purchase order. But the customer had further elected not to complete this repair and this information was being confirmed through verbally and also through the email confirmation. Even though getinge does not recommend for using this unit until this unit is being repaired because it does not meet the specifications. There was an involvement of the patient but no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fo sensing module failure. Customer reports that they have already transferred therapy to another cs300 without issue. No interruption of therapy and no harm to patient. Customer would like the cs300 serviced as quickly as possible.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a